Manufacturer narrative:
Eval method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2009. It was reported the ipg was explanted and replaced due to battery depletion and increased recharge burden. A review of the pt's device history found that she was non-compliant with the device recharge requirements. The pt's non-compliance may have contributed to the battery depletion and increased recharge burden. The explanted ipg was returned to the MFR and is currently undergoing analysis. Follow up on the pt found no further issues reported.